Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222109 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, hemostasis was not achieved properly after 5f mynx control vascular closure device (vcd) was removed from the patient¿s body. There was pulsatile bleeding of the puncture site immediately noted upon removal of the device. Fingertip compression was maintained on the skin during removal of the device. Manual compression for less than 30 minutes was used to achieve hemostasis. The patient recovered. There was no reported patient injury. The device was stored, prepared and used according to the instructions for use (IFU). The device was used along with a 5f non cordis sheath introducer (csi). The device was opened in sterile field. There was no difficulty removing the device from the sterile packaging. The deployer was mynx certified. The device was being used after transarterial chemoembolization (tace). The vessel type was arterial. The stick location was the common femoral artery (cfa). A retrograde approach was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. Pvd / calcium were not present in the vicinity of the puncture site. The complaint product nor any of the other devices used with the complaint product were re-sterilized. There were no other malfunction/issue of the device reported that led to the inability to achieve hemostasis. There were no issues noted during balloon retraction/button #2 step. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f along with the syringe involved in the reported complaint were returned for the investigation. Visual inspection of the received device showed that both button 1 and button 2 were fully depressed, and the stopcock was found open. The sealant was not present in the device, and the csi related to the complaint was not returned. Additionally, the device showed exposure to blood, and that the balloon was not retracted even when the button 2 was fully depressed. No other anomalies were observed during the analysis. The sealant was not returned with the device, and both button 1 and button 2 were fully depressed as received. Nevertheless, due to the presence of the non-retracted balloon that was observed during the visual analysis, a functional test was executed with the device where it was reset to the manufacturing state. Buttons 1 and 2 were fully depressed again to simulate the deployment and the balloon retraction mechanisms. During the simulation, it was observed that the device worked as expected by retracting the balloon when button 2 was fully depressed. A product history record (phr) review of lot f2222109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inability to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and the sealant was not present with the device. However, an additional condition of ¿balloon-retraction jam¿ was noted in the returned device since the balloon was not retracted with button 2 fully depressed. The exact root cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the sealant at the arteriotomy. Additionally, if the balloon was not retracted before device removal, this could dislodge the sealant from the arteriotomy. However, since it was reported by the customer that ¿there were no issues noted during balloon retraction/button #2 step,¿ it is unknown if the condition noted with the returned device was due to manipulation of the component after patient use; especially since the device was able to be retracted during functional analysis after the button 2 reset. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the IFU, step 3: remove device, ¿open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review, nor the product analysis suggest that the failure experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222109 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved properly after 5f mynx control vascular closure device (vcd) was removed from the patient¿s body. There was pulsatile bleeding of the puncture site immediately noted upon removal of the device. Fingertip compression was maintained on the skin during removal of the device. Manual compression for less than 30 minutes was used to achieve hemostasis. The patient recovered. There was no reported patient injury. The device was stored, prepared and used according to the instructions for use (IFU). The device was used along with a 5f non cordis sheath. The device was opened in sterile field. There was no difficulty removing the device from the sterile packaging. The deployer was mynx certified. The device was being used after transarterial chemoembolization (tace). The vessel type was arterial. The stick location was the common femoral artery (cfa). A retrograde approach was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. Pvd / calcium were not present in the vicinity of the puncture site. The complaint product nor any of the other devices used with the complaint product were re-sterilized. There were no other malfunction/issue of the device reported that led to the inability to achieve hemostasis. There were no issues noted during balloon retraction/button #2 step. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for evaluation. Addendum: product evaluation demonstrates that the balloon was not retracted even when the button 2 was fully depressed.